Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2020. G.4. Date received by manufacturer: 2020-09-10. H.6. Investigation: a device history record review was completed for provided material number 305115 and lot number 7285614. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, six recreation photos were submitted for evaluation by our quality team. The customer recreated the symptom with another sample. The photos show a needle going through the plastic shield at about 45 degrees. The reported defect was induced when recapping the needle assembly which should not be done.

Event description:
It was reported that bd autoshield¿ duo safety pen needle penetrated through the shield and caused a needlestick injury to the nurse. This occurred during use. The following information was provided by the initial reporter: material no:305115 batch no: 7285614. It was reported that a nurse was stuck with a needle. Verbatim: nurse administered subcutaneous medication and re-capped the needle utilizing the scoop method. The nurse then proceeded to push on the needle cap to firmly secure it to the needle hub and did not realize that the needle had penetrated the cap, which resulted in a needle stick to the nurse.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 23 march, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd autoshield¿ duo safety pen needle penetrated through the shield and caused a needlestick injury to the nurse. This occurred during use. The following information was provided by the initial reporter: material no:305115 batch no: 7285614 it was reported that a nurse was stuck with a needle. Verbatim: nurse administered subcutaneous medication and re-capped the needle utilizing the scoop method. The nurse then proceeded to push on the needle cap to firmly secure it to the needle hub and did not realize that the needle had penetrated the cap, which resulted in a needle stick to the nurse.